Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the cartridge was not in the pump when the alarm occurred. The customer was able to reload the original cartridge and continued using it.